Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed. The motion control board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was not ready. No patient present.